Event description:
Facility reported that tubing set leaked in nicu during tpn infusion. Nurse responded to air in line alarm and found tubing leaking and separated at silicone segment just below upper fitment. No patient harm reported. Tubing has been requested for evaluation but has not been received to date. Follow-up report will be filed if set is received at later date.

Manufacturer narrative:
Manufacturer's report date: 11/19/2008, patient information requested and all available information is included.